Event description:
It was reported that during implant surgery, guide wire had thrombosis due to its use for longer duration. New guide wire was used which got stuck to lead. Physician suspects malfunction on the lead and patient vein anatomy being abnormal. Physician did not complete the implant procedure due to difficulty. Lead was not used. Patient was stable.

Manufacturer narrative:
The reported event of guidewire insertion failure was confirmed due to user error. As received, a complete lead was returned in one piece. The lead was tested with a sample guidewire and no anomalies were found. Visual inspection and x-ray examination of the lead found a foreign radiographic contrast material within the inner coil lumen which is inappropriate use of the lead. The cause of the reported event was isolated to the use of a foreign radiographic contrast material within the inner coil lumen due to user error.